Event description:
Attorney reported: on (B) (6) 2004, pt underwent surgery for repair of an inguinal hernia. Pt's hernia was repaired with a medium oval kugel patch. On (B) (6) 2008, an opening appeared in pt's abdomen that was evidently infected and was draining. Pt was diagnosed with an abdominal wall abscess. Prior to (B) (6) 2009, the pt developed swelling and pain in the left groin as well as enlargement of his left testicle. Patient also had a chronically draining sinus tract superior to the incision. Imaging studies indicated. On (B) (6) 2009, pt underwent surgery for groin exploration, mesh removal, and repair and assessment of his left testicle because of the chronic infection caused by his defective kugel mesh. During the surgery, the "mesh was identified as was a tract leading up to the sinus." The tract was excised from the surrounding tissues and the surgeon continued "dissection deeply and going through the external muscle layers." The mesh was "tediously dissected free from all its attachments deeply and medially." The mesh was removed and sent to pathology. After the mesh was removed and adhesions lysed, pt's urologist performed a hydrocelectomy. The pathology report indicates that mesh specimen consists of an irregular portion of synthetic material with attached tan-yellow to brown soft tissue that is 13.8 x 7.3 x 2.5 cm. A clear plastic wire structure extends from the specimen that is 6.4 cm in length x 0.1 cm in diameter." Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.